Event description:
Caller reported that they did not observe insulin drops at the end of the tubing during the fill tubing step of the load sequence. There was no reported adverse impact to the customer¿s blood glucose level. The customer was guided by technical support to complete the necessary steps for cartridge air removal and was instructed to fill the tubing properly, ensuring the total amount filled reached the required level. Technical support also assisted the caller in successfully completing the load process and resuming insulin delivery.